Event description:
Initially the recipient had good performance with the device. 3 months after implantation she lost the audio processor (ap) and did not use the device for the following 3 years. After these 3 years she received a new audio processor (ap) but was not able to hear with the device. As per information received in april 2019 the recipient has decided against explantation. No further steps are known.

Manufacturer narrative:
Based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. In addition it is reported that the recipient fell out of audiological criteria range of vibrant soundbridge over time for undetermined reasons however, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. No information about possible further steps is available yet. If the device is received in the future, the case will be re-opened and the device investigated. This is a final report. Note: information in regards to the device serial number has been updated.

Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. In addition it is reported that the recipient fell out of audiological criteria range of vibrant soundbridge over time for undetermined reasons however, to determine an exact root cause of failure a device investigation of the explanted device would be necessary. The concerned device was explanted but is not available for investigation.

Event description:
Initially the recipient had good performance with the device. 3 months after implantation she lost the audio processor (ap) and did not use the device for the following 3 years. After these 3 years she received a new ap but was not able to hear with the device. The user has been re-implanted but the surgeon could not locate the explanted device in order to send it back for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Initially the user had good performance with the device. 3 months after implantation she lost the audio processor (ap) and did not use the device for the following 3 years. After these 3 years she received a new ap but was not able to hear with the device the user will visit the clinic in 2-3 weeks.